Event description:
On (B)(6) 2014, the patient reported that he has experienced elevated blood glucose levels as high as 353 md/dl. The patient disconnected from his infusion device and programmed boluses of 2.0, 2.0 and 3.0 units of insulin and did not see any insulin come from the end of the infusion tubing. The patient then primed the device 4.0 units of insulin and was able to see insulin come from the end of the tubing. He thinks the infusion device delivers an inaccurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA.